Manufacturer narrative:
A siemens field service engineer (fse) was dispatched the customer site. After analyzing the instrument and instrument data, the fse determined that the cause for discordant sodium results was unknown. The fse disassembled and cleaned the electrodes, performed a buffer prime and adjusted the cell pot dilution settings. Quality controls and calibrations were performed. The instrument is performing within specification. No further evaluation of the device is required.

Event description:
Discordant low sodium (na) result was generated by the advia 1800 system. The result was not reported out of the laboratory. The sample was retested on an alternate system and yielded a result within normal expectations. The retest result was reported to the physician. There were no known reports of adverse health consequences or patient intervention due to the discordant sodium results.